Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples or photos were returned for analysis. Investigation conclusion: no DHR review can be carried out as lot number is unknown. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that unspecified bd¿ pen needle was unable to detach. This was discovered after use. The following information was provided by the initial reporter: end-user (patient) purchased forsteo and bd pn (5mm and 8mm) on 25th of december 2019. On (B)(6) 2020 end user injected forsteo using bd pen needle and was not able to remove the needle from forsteo pen. It is unclear which particular sku of bd pen needle was used for injection. End user (patient) claims that perhaps the needle could be defected which resulted in inability to remove the pen needle from the pen.